Manufacturer narrative:
No device failure is reported. The device seems to be working within specification. This goes in line with the recipient report as skin flap dehiscence and device exposure are reported in the setting of poor skin flap condition (previous surgery and poor blood flow), and external pressure from glasses. The recipient is recovering with local treatment. The device remains implanted and in use. This is a final report.

Event description:
"Initially" the surgical incision has not healed properly since the device was activated. The user used antibiotic ointment treatment and the wound has gradually sealed. Currently, the wound appears stable. No further steps are planned at this time as the skin flap is recovering well.

Event description:
The surgical incision has not healed properly since the device was activated.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.